Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power up test fail code#14-was triggered.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive regulator (0103-00-0633) and the scroll compressor (0119-00-0236). The fse stated that the safety disk would be replaced when in stock. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.

Event description:
It was reported that, during a routine check the cardiosave intra-aortic balloon pump (iabp) unit's power up test fail code#14-was triggered. There was no patient involvement reported.

Manufacturer narrative:
Updated data : b4,g3,g6,h2,h10,h11. Corrected data b5,b6,b7,d10,e3,h6(impact, clinical).